Event description:
The device was used during a coronary artery bypass graft procedure. Reportedly, after the vein was removed, it was pressure tested for leaks and the clips popped off. The procedure was completed with another instrument without pt injury.